Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that there was no capture with this right atrial (ra) lead. An x-ray was taken and confirmed that this ra lead had dislodged drom its original implanted site. The physician has successfully repositioned this ra lead. No adverse pt effects reported from the procedure. This ra lead was successfully repositioned with no complaints. Should additional info become available this investigation will be updated.